Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy. According to the complainant, during the procedure, they attached the clip to the target site however, the clip would not release from the catheter. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
Additional information received on (B)(6), 2011. It was reported that there is no tissue damage or bleeding as a result of the clip not releasing from the catheter.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and was not returned. The control wire was separated per design. The reported event of clip failed to release was not able to be confirmed due to the clip assembly not being returned. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
Patient information is unavailable. The exact event date is unknown however, it was reported that the event took place a few days prior to (B)(6), 2011. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.